Event description:
The advocate stated the customer received blood glucose readings of 60 and 36 mg/dl from her breee2 meter and a reading of 380 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. While customer service was attempting to gather additional information, the advocate ended the call. No product will be returned.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date number without the product information.